Manufacturer narrative:
Device 1 of 1. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced twenty infusion sets fell off during use since last two months. The infusion sets were in use for several minutes to 3 days. The blood glucose level at the time of event was high (specific value unknown) and patient treated the events with correction injection via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin successfully. No further information available.